Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The device had minor scratches on the lcd window, cracked case near the display window corners, and cracked reservoir tube lip.

Event description:
Customer reported via phone, he pressed the up arrow and the device continued to go and when he pressed the down button it did the same. Customer's blood glucose was 129 mg/dl. The up and down arrow buttons were not responding properly. Customer was sleeping prior the issue occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.